Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the implant procedure, upon release of the closure device, the imaging physician speculated that a possible device related thrombus (drt) was forming on the pin of the closure device. The physician and imaging physician reassessed post release imaging with transesophageal echocardiography (tee). The activated clotting time (act) upon crossing transeptal puncture (tsp) was 255 seconds with additional heparin administered, and the activated clotting time was maintained at 400 seconds for the remainder of the procedure. The physicians decided on oral anticoagulation (oac) post procedure and will reassess the patient at the 45-day follow-up tee.